Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy they were unable to insert the balloon after 4 attempts. Proper negative pressure was applied and a new catheter was inserted. There was no patient harm or injury.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h6 problem code, type of investigation, investigation findings, investigation conclusion; h11. Corrected fields: g1 contact person ¿ mfg site. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend, increase in number of complaints over past three months. Based on the rational provided above, no escalation to the CAPA process is required.